Event description:
It was reported that during a da vinci cholecystectomy procedure, the prograsp forceps instrument would not close or wave correctly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found derailed pitch cable. Housing was removed to find pitch cable derailed at the clamping pulley. White residue was visible on pulley cable grooves. Other back end cables are not damaged. Failure analysis investigation also found the following damage, which was not reported: the distal end of the main tube had a scratch mark with light material removal. The scratches were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the material removal from main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.